Event description:
My medtronic ICD began beeping every sixty seconds for the first time when I was sitting next to a (B)(6) ((B)(6) 2010). When I left the motel office, the device continued to beep for about ten minutes before it stopped. This occurred two more times in (B)(6). The third time we were in a forest area so I drove into the woods to get away from any possible noise maker. Beeping continued there for a while before stopping. We do not have watches that make a noise, nor did we have our cell phones. The fourth occurrence was on a cruise ship in (B)(6) 2011. It beeped in our stateroom, but not in large areas of the ship (e.g. In a quiet but large auditorium). Beeping resumed each time I was in the state room for more than two minutes. We had to leave the ship. In all four instances my wife also heard the beeping.